Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was not embedded deep enough in the skin. (B)(6) 2025 the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-10661. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009378, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009378 was manufactured according to the wok instruction (wi) version 28 and manufactured in the line inset 30 on 30/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.